Event description:
It was further reported that the cause of the issues was related to programming. The program was changed and the event resolved with no sequelae.

Event description:
It was reported that the patient experienced a burning pain and stimulation in the wrong location from her implantable neurostimulator. The patient was unable to understand the directions to turn off her neurostimulator, and therefore was admitted to a hospital. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: programmer model 3037 serial# (B)(4) lead model 3889-28 lot# v655527 implanted: (B)(6) 2011 explanted: na.